Event description:
It was reported to nova biomedical that a consumer continued to administer insulin based on readings obtained on their blood glucose meter. The consumer subsequently experienced a hypoglycemic event that did not require medical intervention. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before using their initial test strips as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter and test strips will not be returned for evaluation. According to the consumer, they discarded the test strips and the consumer refuses to return meter in question.

Manufacturer narrative:
At this time, nova biomedical will not be getting any product back from consumer for evaluation.